Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument had an issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was observed to be defective, no further information could be disclosed.